Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to power on after delivering 3 shocks successfully. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker determined that the cause of the reported issue was due to the device requiring software to be reinstalled/updated.

Manufacturer narrative:
Stryker evaluated the customer¿s device and observed that the device failed to power on after three shocks were delivered successfully. Stryker forced a system update to clear the fault. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device was unable to power on after delivering 3 shocks successfully. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.